Event description:
Prophylactic inferior vena cava filter placement was performed on (B)(6) 2011 prior to bariatric surgery. On (B)(6) 2011, the pt presented for retrieval of ivc filter. A diagnostic inferior vena cavogram was performed. The image showed the ivc filter was somewhat tilted compared to the position when it was initially deployed. The retrieval of the ivc filter was successful. The pt tolerated the procedure well.